Event description:
It was reported that "we are trialing a ps triathlon #8, 11mm insert; it was very difficult to insert trial and it broke, leaving small pieces of plastic in the pt, which the surgeon had to dig out. All pieces were removed completely."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.